Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm on his insulin pump. During troubleshooting, after disconnecting and reconnecting the reservoir and infusion set and attempting to push insulin through the tubing, insulin did not exit. The customer reported there was greater than normal resistance. Customer was advised to change the infusion set and reservoir. His blood glucose level was not known. Nothing further reported.